Manufacturer narrative:
Additional information: no wire prolapse was noted. The wire was able to be removed from the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation visual inspection shows damage noted to the torque shaft just distal to the strain relief. The detachment site is noted just distal to the anchor pockets . Destructive testing was performed on the returned 6fr sheath and the detached tip assembly was removed from within the sheath. Inspection under a microscope shows the detachment site clearly just distal to the anchor pockets. The cutter returned distal to the cutter window and retracted back to the widow but will not advance further. Both hinge pins are intact and visible. A 0.014¿ guidewire from the lab was front loaded via the tip and exited out the proximal end of the gw lumen with no issues. No damage noted to the nosecone. Biologics/plaque are visible inside the flush window and housing. Frayed coils are noted at the proximal end of the housing at the detachment site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone atherectomy device for treatment of a little calcified, little tortuous, plaque lesion presenting with chronic total occlusion in the mid superficial femoral artery. Artery diameter was 5mm, and lesion length 200mm. A 6fr non-medtronic sheath and nitrex 0.014 300cm was used. No embolic protection used. IFU was followed. It was reported that upon withdrawal of the device mild resistance was felt by the physician within the contralateral sheath. The device then separated approximately at the area of the cutter window. The device was within the sheath. The sheath was then removed from the patient with the separated piece within the sheath. A new sheath was placed over the wire and the procedure was completed with no harm to the patient, with complete removal of the separated portion of the device. Resistance felt was minimal. Procedure was completed with new hawkone (h1-s) device. No patient injury reported.